Event description:
User facility alleged blood glucose results of 438 mg/dl on the inform system versus 48 mg/dl when testing was performed back-to-back in the laboratory. The user facility provided no details on the patient other than that the patient was not treated based on the informed result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.